Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to widespread fluid ingress. Our evaluation found internal corrosion and contamination. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The customer's report was observed during review of the device data logs provided. However, without the return of the device, root cause could not be firmly established at this time. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.